Event description:
While applying mayfield skull fixation clamp with adult fixation pins to patient scalp, surgeon noted that clamp slipped. Removed clamp and pins from service. No harm to patient or staff. Another set of clamp/pins obtained and used.